Manufacturer narrative:
All available information was investigated, and the reported mechanical jam-unable to remove the gripper line was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation was unable to determine a conclusive cause for the mechanical jam (inability to remove the gripper line). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. The clip delivery system (cds) was inserted and the leaflets were grasped; however, while attempting to deploy the clip, tension was noticed immediately after opening the gripper line cap. The gripper line was then unable to be removed. Therefore, troubleshooting was performed, but the gripper line was still unable to be removed. The physician decided to open the clip and remove it from the anatomy. A new clip was successfully deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.